Event description:
It was reported that oversensing and inappropriate shocks were observed on stored iegm. During explant, the physician noted that the suture sleeve was not properly fixed and may have contributed to the oversensing. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.